Event description:
The country distributor reported that one of their customers is experiencing an increase in overcorrections of up to 2 diopters when performing laser vision correction treatments for high myopic pts of -8d and higher.

Manufacturer narrative:
Additional info has been requested from the customer however, this has not yet been provided. There is no field service requested on the equipment. The distributor reported that the customer does not suspect or associate event to the equipment. The over-corrections are only occurring with one of the two surgeons performing the treatments. No further info is available.